Event description:
Revision surgery was reported due to a broken inclination set of the shoulder.

Manufacturer narrative:
The features observed during this investigation are indicative of metal fatigue cracking. Fatigue cracking is caused by the implant bearing cyclic (i.e. Repeated) stresses in excess of the material endurance limit for an extended period of time. It was concluded that the inclination set screw fractured by the initiation and subsequent propagation of fatigue cracking. The fatigue cracking eventually propagated to an extent that the remaining cross-sectional area of the screw could not bear the imposed patient loading, leading to overload fracture. The fracture surfaces then rubbed across one another as cyclical loading continued, resulting in the observed burnishing and deformation. No material defects were found in this investigation.